Manufacturer narrative:
(B)(6). Event date not provided. Device lot number not provided/unknown. Device not returned to the manufacturer for evaluation

Event description:
It was reported that the abutment screw (iunihg) fractured inside of the implant. The fractured piece was able to be removed. Tooth location 13.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual, instrm rev b 10/15. Biomet 3i restorative IFU (instructions for use) p-iis086gr rev. E 11/2015. Instructions for use of the recommended restoration are provided along with the appropriate torque values. In the case of certain® gold-tite® hexed screws it is recommended to torque at 20ncm. Precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. The complaint could not be verified, as the screw was not returned and the reported fracture could not be inspected. No photographs or radiographs of the subject screw were provided. A singular cause cannot be determined.